Manufacturer narrative:
Received one used ac235 trifuse ext set w/3 microclave for inspection. The male luer was separated from the tubing as received. The tubing and bond pocket were measured and found to meet product dimensions. The reported complaint can be confirmed. The probable cause is due to insufficient solvent applied during manual assembly in manufacturing.

Event description:
The event occurred on an unknown date involving a 14"(36cm)appx3.0ml, trifuse ext set w/3 microclave clear¿,3 bcv,4-way nanoclave¿ stopcock(red ring) where the reporter stated that they had a failed device event associated with set ext trifuse 14in w/3. The patient was playing on the playmat on the floor. Patient's mom called the rn, and the rn walked in and saw the trifuse extension set was broken off and disconnected for the line. There was patient involvement and no adverse event.